Manufacturer narrative:
Isi has not received the vse instrument involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined. In addition, based on the current information provided, the cause of the intra-operative complication cannot be confirmed. Additional information regarding this event has been requested. However, no further details have been received as of the date of this report. A follow-up MDR will be submitted if additional information is obtained. The site provided two video clips of the reported event. An isi clinical development engineer (cde) reviewed the video clips and provided the following assessment: in the first video clip, the vessel involved was under tension when the jaws of the vse instrument were placed on the vessel. Some of the tension was released prior to activating the sealing function of the instrument; however, the vessel was stretched white prior to and during the sealing attempt. When the vessel is stretched, there is less collagen in the jaws to form the lattice structure of a seal. There were no indications of energy delivery (no smoke or tissue blanching) during the sealing attempt. In the second video clip, a review for mismatched instrument and master motion was difficult since the video did not provide the surgeon¿s master motions. The vse instrument was removed and replaced with a fenestrated bipolar forceps (fbf) instrument approximately ~5:50 minutes into the video. About 40 seconds prior to the removal of the vse instrument, the motion of the instrument looked less like surgery and more like troubleshooting. The vessel sealer user manual states the following precautions for intraoperative use: warning: eliminate tension on the tissue while sealing and cutting, as the seal may be compromised. Warning: do not cut sealed tissue unless the desired tissue effect is observed, and the audio tones from the generator indicate that the sealing cycle completes. Isi has reviewed the site's system logs in relation to the reported event. The system logs show that a vse instrument (lot #m10181029-0344) was used initially by the surgeon. The surgeon was able to perform a number of seal and cut functions with the instrument. However, at one point during the surgical procedure, a large number of sequential seals without cuts were seen. Moments later, the vse instrument was replaced with another vse instrument (lot #l901091027-0034) which was used for the remainder of the surgical procedure. A review of the site's complaint history reveals that there were no other reported complaints related to this instrument. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, it was alleged that a vse instrument was not working and the patient experienced blood loss of 2 pints although no medical intervention was administered as a result of the bleeding. At this time, details regarding how the vse instrument was not working are unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is blank because the product is not implantable. The information for fields is not available.

Event description:
It was initially reported that during an unspecified da vinci-assisted surgical procedure, the splenic artery was injured due to an unspecified issue with a vessel sealer extend (vse) instrument (part #480422, lot # unknown). It was noted that the vse instrument was ¿not working¿ and per the initial reporter, the patient experienced "a lot of blood loss." It is unknown whether additional medical/surgical intervention was or will be administered as a result of this issue. Further details regarding the alleged vse issue and the cause of the patient's intra-operative complication were unknown at the. The instrument will be returned for evaluation. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during the surgical procedure, a vse instrument (lot #m101081029-0344) allegedly broke and was then replaced with another vse instrument (lot #m90191027-0034). The first vse instrument was inspected prior to use and no issues were identified. It was alleged that the vse instrument was ¿not sealing at all¿ but was ¿cutting perfectly.¿ during the reported event, there were no associated system errors identified. The audible tone was heard as expected during the sealing cycle. The reporter claimed that the fast audible tones indicating that the sealing cycled was complete were heard. Upon reviewing a video of the procedure, the reporter indicated that no tissue effect was observed during the sealing attempt(s). There was no calcification of tissue and the target vessel was not greater than 7mm in diameter. The target vessel was not exposed to chemotherapy or radiation prior to the procedure. Additionally, there were no obstructions in between the jaws of the vse instrument when the event occurred. Although the patient lost 2 pints of blood, no medical intervention was administered due to the bleeding and the case was completed robotically. No post-operative complications have been reported and the patient was noted as ¿doing well now.¿

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. Corrected data can be found in section d4 (model #, lot #, and unique identifier #). 4315, 67 - intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the instrument was not sealing at all. A visual inspection found no damage to the instrument. The instrument was placed on an in-house system. The instrument passed the following tests: self-test, energy delivery, gage gap, and grip force. In addition, the instrument successfully cut with no issues. The instrument blade was extracted and found to be bent at the knife and blade interface. The instrument back-end was inspected and no damage was found. Additionally, the instrument jaws were x-rayed to inspect the condition of the conductor wire spot welds. The instrument conductor wires were not broken or separated. The welds appeared to be in good condition. The system logs were reviewed and a large number of identified sequential sealing events likely affirms the video assessment that troubleshooting took place during surgery. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, it was alleged that a vse instrument was not working and the patient experienced blood loss of 2 pints although no medical intervention was administered as a result of the bleeding. At this time, the cause of the operative complication is still unknown. The vse instrument was returned to isi and evaluated. Although the instrument blade was found to be bent, the instrument passed the following tests: self-test, energy delivery, gage gap, and grip force. Furthermore, the instrument successfully cut with no issues.